Manufacturer narrative:
No solution was documented; device status remains unknown. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device boots but cannot perform sinny or fluro on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.